Manufacturer narrative:
(B)(4). The device was manufactured in 1994. The device was not returned; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had experienced a high drain 107 alarm (night drain cycle 7) during peritoneal dialysis therapy on the homechoice device. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient stated they experienced severe abdominal pain. The patient disconnected from the homechoice device. The nurse attempted a manual drain, but was unable to drain any more fluid and the abdominal pain persisted. The caregiver contacted emergency services, and the patient was transported to the hospital via ambulance. The nurse was unable to provide any programming or therapy log information. At the time of this report, the outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.